Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and determined the issue was a touchscreen failure. The fse replaced the touchscreen.

Event description:
It was reported that the battery was faulty. There was no patient involvement. The event date was not specified; estimate used.